Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of hybrid and battery found both to be working within specifications. Analysis revealed a difference in telemetered and non telemetered battery voltage. The cause of this condition could not be determined during analysis and failure disappeared during analysis. Correction: adverse event is noted, date of death field is made 'not applicable', and hospitalization added to patient outcome.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that there was early battery depletion and device was at elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.